Event description:
Event description guidant received information that this patient had arrested, and was hit in the chest at the time. The ventricular lead, a fineline ii ez lead had fractured. The lead was capped off and abandoned. A new lead was implanted without issue.